Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient reported their dexcom device "keeps cutting out". No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Dexcom was made aware on 01/02/2019, that on (B)(6)2019, the patient reported their dexcom device "keeps cutting out"."(B)(4).

Event description:
Dexcom was made aware on 01/01/2019, that on (B)(6)2019, the patient reported their dexcom device "keeps cutting out".